Event description:
Cpi received info that this possis sutureless lead was removed due to a fracture. The lead was capped and replaced. Two possis leads are involved in this pt lead system. Cpi is unable to determine which serial has the problem.